Event description:
The intra aortic balloon leaked. Blood was noted in the tubing and back into the system 97 pump. The intra aortic balloon was removed and a second intra aortic balloon was inserted into the pt. (Event complications: none from the event - reported 6/1/98.) (Pt's current status: expired-reported 6/1/98.)

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 9/1/98).